Manufacturer narrative:
(B)(4).

Event description:
It was reported that while ventilating a pt, the ventilator generated an alarm indicating a backlight inverter error. It was further reported that the ventilation continued but according to the hosp personnel, the pt's saturation dropped to approx 60%. (B)(4).